Event description:
It was reported that the top ring tore from the bottom ring. The customer used another one to finish the case. The customer noticed that the reloaded retaining cap looked to be misaligned along with the staples prior to firing the device, so they used another one with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.